Event description:
It was reported that the patient was staying at a nursing home for the past month and was having some low voltage alarms and no external power alarms. The patient claimed the alarms were happening both when on batteries and their mobile power unit (mpu). There were no power surges at the facility and no other vad patient alarms went off at the time. The patient was asymptomatic and doing fine. The ac power cord was not unplugged from the mpu at the time of the alarms. A locking ac power cord was in use at the time. The voltage alarms occurred when the patient was on the mpu and batteries. The battery clip and battery connection site was cleaned and one of their clips were exchanged that seemed to have been getting "stuck". Log files were sent for review. The log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2025. The alarms were caused by power to the mpu being briefly interrupted. There was no interruption to pump support during the events. The patient presented to clinic on (B)(6) 2025 for repeated alarms while on mpu and batteries. The patient called with more low voltage hazard alarms and external power disconnect alarms while on the new mpu. The patient was brought to clinic to perform a system controller and mpu exchange. The connections appeared secured, no obvious signs of pin breakdown or movement, and no alarms while in clinic. The log files from the exchange did not reveal anything. The patient tolerated the procedure well and the alarms resolved at the time. The alarms resolved after a system controller exchanged and the stuck battery clip was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while connected to batteries was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 5 hours (27jun2025 from 05:21:09 ¿ 10:36:08 per time stamp). There were no low voltage alarms while connected to batteries active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (B)(6) 2025 per time stamp). There were no low voltage alarms while connected to batteries active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that they cleaned the patient¿s clip and battery contacts. Additional information provided stated that the alarms resolved after the controller and stuck clip were exchanged. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while connected to batteries was not confirmed. A review of the submitted controller event log files spanned approximately 14 hours (27jun2025 from 05:21:09 ¿ 10:36:08 and 02jul2025 from 04:08:50 ¿ 12:52:37 per time stamp). There were no low voltage alarms while connected to batteries active in the log file. A review of the submitted controller periodic log files spanned approximately 17 days at 1-hour intervals (16jun2025 ¿ 02jul2025 per time stamp). There were no low voltage alarms while connected to batteries active in the log file. The returned system controller, serial number (B)(6), was functionally tested with the returned battery clip and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The provided information stated that they cleaned the patient¿s clip and battery contacts. Additional information provided stated that the alarms resolved after the controller and stuck clip were exchanged. A root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.